Event description:
It was reported the graft became infected after being implanted for 28 days. The graft was explanted and another MFR's graft was implanted. Reportedly, the pt was fine after surgery.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This vascular graft was sterilized with ethylene oxide in a cycle which has been validated to ansi/aami/iso guidelines for a sterility assurance package integrity is compromised. The sample was not returned for eval. Based on the info rec'd, the results are inconclusive and the root cause of the event is unknown.